Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube got stuck while it was pulled through the abdomen. The peg tube was not easily sliding through the stoma and a lot of force had to be used to pull it out. The physician felt that the dilating tip was not smooth and there was a slight ridge that got stuck on the abdominal wall. Reportedly, the incision size is appropriate (exact size unknown.) The procedure was completed with this endovive safety peg kit pull method. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of peg tube difficulty placing/retracting. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.